Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported as per medwatch report # mw5091630 that the patient had undergone a spinal fusion. Two rods and several screws were placed in this surgery. On an unknown date, post-op, three weeks after returning to work, it was discovered that a rod broke. Hence, it was replaced right away. The patient also underwent x-rays due to severe pain.